Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.